Event description:
It was reported by customer that few introducers that have been really difficult to introduce, causing us to open a whole new kit. Additional information received 19-may-2026: the insertions were not difficult until the PICC nurse got to the introducer part. At that point, upon introduction there was some difficulty and then a lip that developed making it impossible to continue even with further dermatotomy. This resulted in another kit having to be opened. No further details provided. 06/30/2026 it was found during investigation that revealed a bend on the microintroducer shaft and damage at the sheath tip.

Manufacturer narrative:
The complaint of a damaged microintroducer is confirmed and was determined to be use-related. One 5 fr microintroducer was returned for evaluation. An initial visual observation revealed a bend on the microintroducer shaft and damage at the sheath tip. A microscopic observation revealed buckling and plastic deformation at the tip of the sheath, and biological residue was observed between the dilator and the sheath. The observed damage can occur due to a steep insertion angle, inadequate skin nick, and/or forceful insertion against resistance. The product IFU states, "advance the microintroducer assembly over the guidewire. Using a twisting motion, advance the assembly into the vessel. If necessary, a small incision may be made adjacent to the guidewire to facilitate insertion of the sheath and dilator." This complaint will be recorded for future trending and monitoring purposes.